Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 560 mg/dl. Customer declined to provide further information in regards to their high blood glucose level. Reportedly, the customer had an alternate pump available for insulin therapy.